Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the optical center broke apart upon lens insertion into the patient's eye. There was loss of vitreous, vitrectomy was performed, the incision was enlarged to remove the lens and another model lens was implanted successfully. Sutures were placed as standard protocol.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.